Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of the device restart/reboot was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The device's defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. It is important to mention the multi-function cable was not returned for evaluation. A replacement multi-function cable was sent to the customer as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shutdown. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.